Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Analysis of customer's data revealed that ten out of eleven inratio and reference test result comparisons did meet accuracy criteria. For one test, the calculated mean is greater than 5.0, but the difference is less than 2.2. Confidence limits could not be established. No product is expected to be returned. Retained strip testing, performed on 06/13/2011, revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot # 235737. At least two out of three replicates for both donors are within the allowable bias criteria for accuracy. No further investigation will be pursued at this time. (B)(4). This reaches the alert level of (B)(4) but below the total action threshold of 0.10%. There is no indication in the trending data that there is an elevated incidence of discrepant results with this lot. Therefore, there is no increased risk of a pt receiving inappropriate treatment from the use of lot #235737. This failure mode will continue to be monitored to determine when corrective action is warranted. No corrective action required at this time as no product deficiency was established.